Event description:
Complainant alleged that the medics were pacing a pt (age and gender unk) who was in cardiac arrest. The medics then wanted to confirm the pt's underlying heart rhythm, and attempted to change ECG leads to a different analysis, but the device would not allow the medics to change the ECG lead analysis. The device then went into semi-automatic mode and started to charge. The paramedics immediately removed the battery from the device to prevent it from charging any more. The medics then installed another battery in the device, powered the device up, and it then immediately shut down. The medics then installed a third battery in the device and the device functioned properly. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.

Manufacturer narrative:
The complainant's biomedical engineering department was unable to duplicate the reported malfunction.